Manufacturer narrative:
Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records review could not be performed as a valid lot code was not provided and could not be obtained. A review of complaint history associated with the subject catalog number was performed, and no complaints were identified. Due to lack of information and device not returned, an exact cause of the reported event could not be determined. Per sales rep, "surgeon noted to me verbally today he believes the rods may be too angled at that screw". Potential causes include: rod implanted at an angle, blocker under torqued during initial surgery, unstable construct, etc.

Event description:
It was reported that an oasys set screw migrated post-operatively. The surgeon has no plan to revise the patient and will continue to monitor them instead.

Manufacturer narrative:
Remains implanted.

Event description:
It was reported that an oasys set screw migrated post-operatively. The surgeon has no plan to revise the patient and will continue to monitor them instead.